Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 17 august 2016. The fse noted the flag alighrnment on set scews was tight .the voltage of s071was checked and noted to be slightly less than +5v when triggered. The engineer reported the tube spring on the sample loader cover was binding with the tubes, the engineer adjusted the spring and reaseated the connections for so71. The fse also tightened the loose screws on the power strip in back and adjusted the power supply. The rotation rack was run for 15 mintues and controls were run in cups and tubes on mutiple racks with no issues. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was loose screws on the power strip

Event description:
On (B)(6) 2016 a customer reported sample loaders step feed failure. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prl, prog and lh 11 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results